Event description:
Procedure type: urological. According to the reporter: it was reported by the pt in a maude event report that as a result of having the product implanted, the pt experienced pain, pain with intercourse, rectocele, vaginal pain and underwent multiple surgeries. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)